Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection. It was reported that the stylet could not connect to the navigation system. It was reported that the electromagnetic navigation stylet was connected to the navigation system and was not functional. A second stylet was opened and functioned as designed. The procedure was completed with the separate stylet. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.